Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A correction bolus was delivered to address bg level. Reportedly, the cause for the reported issue was due to the customer not delivering a large enough bolus for the amount of carbohydrates consumed. The customer continued to use the pump for insulin therapy.